Manufacturer narrative:
(B)(4) (loss of accommodation with the lens. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.5mm icm125v4 implantable collamer lens in the pt's right eye (od) on (B)(6) 2010. The pt experienced loss of accommodation with the icl. The icl remains implanted.

Manufacturer narrative:
Method: lens work order search, device history record review, medical review. Results: a lens work order search was performed and no similar complaints were found within the work order. A review of the device history record was performed and nothing was found in the manufacturing of this lens that was the root cause of the complaint. Medical review - the residual refraction provided shows a hyperopic and astigmatic error which may impact on near vision. It is unknown the value of the cycloplegic refraction post-operatively and the amount of near vision add needed for this eye to see at near. In the presence of optimal vaulting and absence of other eye signs/symptoms, it is very unlikely that an icl would cause this event. Conclusions: no conclusion can be drawn. Based on the complaint history, work order search, device history record review and medical review, a specific root cause of the event could not be determined. (B)(4).